Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-04418 and MFR. Report # 3005099803-2011-04419). It was reported to boston scientific corporation that two radial jaw 3 biopsy forceps devices were used during a gastric biopsy procedure performed on (B)(6) 2011. According to the complainant, when taking a biopsy, it appeared that the jaws didn't bite through the tissue. The physician used force to remove the specimen and it appeared as though the specimen tore away. This biopsy resulted in a lot of bleeding. The bleeding was treated with a resolution clip. Another radial jaw 4 biopsy forceps device was obtained and the same issue occurred. The procedure was completed with a third radial jaw 3 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.